Event description:
As reported, approximately eight months ago, gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. Follow-up images (date unk) revealed an endoleak. It was reported that the endoleak may have been a distal type I endoleak. In 2008, another gore tag thoracic endoprosthesis was implanted; however, the endoleak persisted. The physician will continue to monitor the patient.

Manufacturer narrative:
A review of the manufacturing records is being conducted.